Event description:
It was reported that the ilet pump adhesive delaminated from the patient while sleeping, consistent with a loss of or failure to bond, and the affected component was the display assembly area as coded under device components; the patient¿s blood glucose was affected with a reported value of 236 mg/dl, no alerts were generated by the ilet, and the patient reported no symptoms. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication management consistent with treating elevated glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with adhesive bonding, aligning with a failure to bond at the device interface and implicating the display-related assembly region. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.